Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit would not ventilate in pressure mode during a case. The case was completed in volume mode. There was no report of patient injury.